Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: performance data collected from the device was received and analyzed. Analysis revealed the device was pre- approaching recommended replacement time (rrt). The weekly battery voltage trend data shows a minimum battery of 2.94 to 2.613 volts minimum between (B)(6) 2012 and (B)(6) 2012 and just before the device rrt less than equal to 2.6251 volts. (B)(4).

Event description:
It was reported that the device went to elective replacement indicator (eri) approximately 2 years after implant and premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: (B)(4): the device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. In addition, performance data collected from the device was received and analyzed. Analysis revealed the device was pre- approaching recommended replacement time (rrt). The weekly battery voltage trend data shows a minimum battery of 2.94 to 2.613 volts minimum between 09-jan-2012 and 24-sep-2012 and just before the device rrt less than equal to 2.6251 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.